Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient stated they experienced discomfort for a few months of the implantable pulse generator (ipg) pocket site of the deep brain stimulation (dbs) system as it was protruding from her chest but had not broken through the skin. The patient stated having been able to push it back down into place. There was no confirmation of recent trauma, weight loss, or abnormal finding that may have contributed to the discomfort. The patient underwent a procedure in which the ipg was repositioned in the same pocket and is doing well post operatively. No devices will be returned as they all remain implanted.